Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation. Updated h6. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: liner expanded 23cm in length from strain relief. Remaining liner unexpanded. Distal tip unopened. Valve stuck in sheath shaft at 12cm from strain relief. Sheath shaft punctured 5cm in length starting at 9cm from strain relief. Sheath shaft kinked at the middle section likely due to packaging. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint inability to advance through sheath' was confirmed based on the evaluation of the returned device and provided imagery. In this case, the available information suggests that patient factors (tortuosity) likely contributed to the event as reported information indicated presence of tortuosity within patient's access vessels. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, resulting in increased resistance during the advancement of the delivery system. The complaint of sheath punctured confirmed based on the evaluation of the returned device and provided imagery. In this case, the available information suggests procedural factors (device manipulation) and/or patient factors (tortuosity) likely contributed to the event as reported information indicated presence of tortuosity within patient's access vessels. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous anatomy). High push force, used to overcome any resistance, coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated d4 and h4. The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion.this is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a sapien 3 ultra valve, in the aortic position by right transfemoral approach. During the advancement of the delivery system through esheath, one strut of the valve was bent. The valve got stuck and the shaft of the esheath was damaged, leading the valve being exposed to the vessel. All the devices were removed from the patient, a vascular dissection occurred and a stent was placed. A non-edwards valve was used and the patient was noted to be stable after the procedure.